Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent hip surgery on monday, (B)(6) 2020 at the central hospital. After the operation, the hip wound was covered with pico 7 10x40 dressing and pico7 machine. Treatment continued in the health center room, but on friday (B)(6) 2020 the pico7 device ended up emptying. The nurses tried to change the battery, but that didn't help the pico7 machine. Treatment continued without vacuum treatment, the surgical wound had little exudate.